Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncope. A request was made to have the device analyzed. It was found that the patient had a previous event a month ago where anti-tachycardia pacing (atp) was delivered for a rhythm in the ventricular fibrillation (vf) zone. Within the last 72 hours prior the device interrogation, the patient experienced three events. One event was a seven beat run of nonsustained ventricular tachycardia (nsvt) that broke spontaneously. The second event involved a fast rhythm around 230 beats per minute (bpm) where atp was given in the vf zone. The atp was not effective and accelerated the rhythm to about 260 bpm before a single 31 joule shock converted the rhythm. The third event was a nonsustained eight beat run of ventricular tachycardia (vt) that had three beats in the vf zone and five beats just below the rate of 180 bpm. Device measurements appeared stable and within normal limits. The deice remains in service. No adverse patient effects were reported.